Event description:
It was reported that patient is currently undergoing physical therapy. She underwent implant surgery in (B)(6) of 2013. Patient is experiencing difficulty bending her knee. Patient states that she has pain when she bends her knee and that after stretching her knee, it tightens up immediately afterward.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon #4 cr insert 9mm was reported. The event was confirmed. A review of the provided medical records by a clinical consultant indicated, ¿at her post-op office visit of (B)(6) 2013 the staples were removed and x-ray was described as '¿position of knee components ¿ satisfactory.' The office note for (B)(6) 2013 states, 'intermittent pain ¿ walker ¿ continue p.t.' When seen on (B)(6) 2013 it was noted she had 'good extension ¿ having a little difficulty flexing past 90° ¿ feels better than pre-op.' She was to continue physical therapy. On (B)(6) 2013 it was noted, '¿ bit of post-op stiffness with loss of flexion. 0° to 92°. Impression: mild post-op arthrofibrosis.' Again, she was to continue physical therapy. There is no documented follow-up subsequent to this visit. The event description states, '¿ difficulty bending her knee ¿ pain when she bends knee and after stretching it tightens up ¿' no x-rays and no documentation of the specific components implanted are available for review. The diagnosis of 'mild post-op arthrofibrosis' on (B)(6) 2013 appears accurate and does not represent any complication related to factors of faulty prosthetic design, manufacturing, or materials.' A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The reported devices are not part of a recall. The exact cause of the reported arthrofibrosis could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: eae9b. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: iddad. Cat. No.: 5550-l-360, triathlon sym patella s36x10, lot code: lda224.

Event description:
It was reported that patient is currently undergoing physical therapy. She underwent implant surgery in (B)(6) 2013. Patient is experiencing difficulty bending her knee. Patient states that she has pain when she bends her knee and that after stretching her knee, it tightens up immediately afterward.